Manufacturer narrative:
Film evaluation summary: the reported hole in the explanted device was confirmed from the single returned photograph of the explanted device. However, the exact cause of the hole could not be determined. The explanted device was not returned; therefore, a comprehensive assessment could not be performed. The ~4mm x 2mm hole, which appeared most likely to be abrasion related, was located between covered stent rings 3 & 4 which the CT¿s revealed was positioned in-vivo in an aortic location which contained significant calcification. Therefore, the most likely root cause of the hole was fabric abrasion caused by external calcification. High neck angulation may have also been a factor. While it is possible that this fabric tear may have led to the reported increase in aaa sac diameter, no endoleak was seen on the returned images, and it is possible that the hole may have been ¿sealed¿ within the neck in-vivo. Returned CT¿s also noted disease progression with neck dilatation during the 24 month implant duration. Although no proximal type I endoleak was seen in the films, it is possible that the aaa sac may have been pressurized via the marginal proximal seal which also may have contributed to the aaa size increase. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, follow up CT identified a type ii endoleak with the sac increasing in size. Intervention was performed where the physician elected to explant the stent graft. Upon opening the sac surgically, a type iiib endoleak (hole) was observed in the stent graft. Open repair was completed using a non mdt device and the event resolved. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.